Manufacturer narrative:
Initial.

Event description:
It was reported that the user, while using the ilet system, deliberately announced meals as smaller than consumed to avoid hypoglycemia, which maladapted the algorithm and resulted in blood glucose values ranging from 41 to 401; this constituted an incorrect procedure and a user-interface¿related use error regarding meal announcements. Symptoms included hypoglycemia, hyperglycemia, confusion or disorientation, and anxiety. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with a usage problem identified related to improper meal announcement on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.